Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date during (B)(6) 2021 and involved a spinning spiros®, closed male luer that disconnected during chemotherapy delivery and also when an sor (safety occurrence report) was completed. The medication was circle primed in the usual fashion. The spiros was attached to the port on the chamber of the chemo tubing and also to the end of the tubing (to create a closed circuit). The spiros was appropriately applied and was verified to be spinning to ensure it was working. The medication was then spiked horizontally as per protocol (and the tubing was clamped). The chamber was then primed with chemotherapy and the clamp opened on the tubing. The chamber ran dry from the circle prime so the chamber of tubing was then squeezed to start circle the prime again. Chemotherapy began to leak out of the connection between the spiros and the end of the chemo tubing. The clamp on the tubing was immediately clamped and the charge nurse and educator were notified. The chemotherapy was cleaned with a spill kit per protocol. There was patient involvement and no human harm.